Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving marcaine ( 3750 mcg/day) and unknown baclofen ( 1000 mcg/ml) via an implanted infusion pump. It was reported the patient had not seen a doctor due to other health issues and not being able to locate a doctor. The hcp interrogated the pump and saw that the low reservoir alarm occurred on (B)(6) 2019 and empty reservoir occurred (B)(6) 2019. Tech reviews concerns with the pump functionality due to the pump being empty for so long. Reviewed risk of damage to internal pump tubing and potential for overinfusion if there is damage to internal pump tubing and they try filling the reservoir with saline. It was noted the hcp was likely going to refer the patient to neurosurgeon due to the risk for trying to fill and damage potentially having occurred. Reviewed pump replacement would be a medical decision and was not sure if due to pump shortage that this would fall under the exception for replacements. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the patient was referred to neurosurgery. No further complications have been reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. The patient's pump was replaced. It was noted the pump was empty when it was replaced. A back table prime was performed with the new pump, however, the surgeon held-off on priming the catheter bolus because the patient was obtunded from the anesthesia. It was reviewed that the patient's pump had gone dry multiple times because the patient had moved and was not finding a doctor to refill the pump. The new pump was filled with 1000 mcg/ml of baclofen with a programmed dose of 75.02 mcg/day. Prior to their pump going empty, the patient had been receiving 3750 mg/ml of marcaine at 180.3 mg/day and 1000 mcg/ml of baclofen at 48.1 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the patient¿s pump reservoir has been empty for the past 6 months. The company representative had no other history than that. The physician was going to replace the pump and was wondering if the catheter should be replaced. It was being considered that both would be a medical decision and that catheter aspiration and dye study should also be considered. It was noted that the physician did not want to deal with a possible damaged pump so that was definitely being replaced. No patient symptom was reported. The name of the surgeon was clarified. The indication for use regarding the pump was intractable spasticity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was not planned to be replaced until sometime after (B)(6)2020.